Manufacturer narrative:
Improper installation of the cot fastening system.

Event description:
It was reported by service report that the cot would not lock into the cot fastener. No pt involvement or adverse consequences are reported.